Manufacturer narrative:
Additional information: on (B)(6) 2023 the lens was exchanged for a longer length lens. This resolved the problem. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.5/4.0/075 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Low vault observed. Lens remains implanted. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).